Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button is intermittently unresponsive. Reportedly, at times the customer has to press the button multiple times for the pump to respond. There was no reported impact to customer's blood glucose levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.